Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the photos show both ends of a dialyzer with a red discoloration at the ends of the fiber bundle. This red discoloration is not an internal blood leak inside the dialysate path, instead, the red discoloration is an incorrect distribution of pur (polyurethane) being coated on the outside of the fibers. The reported condition of a blood was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) revaclear 400 experienced an internal blood leak. During hemodialysis therapy the extracorporeal system was observed full, and the capillary membrane ruptured. Therapy was suspended and the complete system was changed. Therapy was restarted and the event reoccurred. Therapy was discontinued and the set was discarded. The patient lost a total of 400ml of blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.